Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product download. Sensor (B)(4). Has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received a sensor scan result of 'hi' (reading greater than 500 mg/dl) while experiencing symptoms of sweating, loss of consciousness, and seizure. The customer presented to the hospital where readings of 34 mg/dl and 38 mg/dl were received on the hcp meter, while the sensor scan comparison was still displaying 'hi'. The customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received a sensor scan result of 'hi' (reading greater than 500 mg/dl) while experiencing symptoms of sweating, loss of consciousness, and seizure. The customer presented to the hospital where readings of 34 mg/dl and 38 mg/dl were received on the hcp meter, while the sensor scan comparison was still displaying 'hi'. The customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.